Event description:
It was reported via repair work order that the power load system will not release the cot when unloading. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was performed by stryker medical field technician, and it was found that the power-load trolley was not lowering the cot enough due to an un-calibrated angle position sensor. It was found that the customer received a new ambulance with a new power-load cot fastener. The power-load unit was not calibrated correctly for proper use in the new ambulance. This only affected unloading of the cot during powered use. The cot could still be unloaded manually.

Event description:
It was reported via repair work order that the power load system will not release the cot when unloading. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.